Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The suspected cause of the noise was ra lead insulation damage, which was unable to be confirmed as no diagnostic imaging was performed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.